Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30296562m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After the procedure the patient complained about feeling sick. The blood pressure was recorded and showed unstable values. Cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Patient¿s condition did not improve and continued to be unstable; therefore, the patient was moved to surgery and the thoracotomy examination revealed a perforation at the apex of the right ventricle. The patient was reported in stable condition after surgery. The physician stated that issue occurred was not a complication from the ablation procedure. No bwi product malfunctions were reported. Multiple attempts were made to obtain more information regarding this event; however, no response was received. No further information is available. Should more information become available in the future, it will be reviewed and processed accordingly.

Manufacturer narrative:
On 6/21/2020, biosense webster inc. Received additional information about the patient and event. It was reported that the patient was a male. The adverse event was discovered after use of bwi products and the patient¿s condition improved after surgery. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).